Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented to clinic, high capture threshold was observed on the rv lead. The lead was explanted and a new lead was implanted. The procedure was completed without any complications. Patient is stable.